Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6)) regularly displayed a "coolant low" error message was confirmed during functional testing. The root cause for the reported complaint was related to the failed coolant sensor block. Upon visual inspection, no physical damage was observed. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system failed functional testing due to the displayed "coolant low" error message when switched on. The console did not go into power-on-self-test (post) although the coldwell was filled with coolant (false indication), due to failed sensors. The coolant sensor block was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) regularly displayed a "coolant low" error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.